Event description:
An ethicon endo-surgery, tl 60 stapler was being used, when activated; it did not dispense the staples. A new cartridge was placed and still no staples were dispensed. A new tl60 stapler was obtained and used without incident.